Event description:
Reported due to retroperitoneal hemorrhage. On 05/03/2006, the physician performed arteriotomy closure using the starclose device in the right common femoral arter. It was reported "it could have been a side wall stick" it was reported that "the patient was able to bend the right leg and move the head and arms. While the doctor was writing his report the patient began to complain of pain in the right groin area. The patient's blood pressure dropped and a dopamine IV drip was started. Hemostasis was achieved with manual compression of the right groin for fifteen minutes. The patient's blood pressure dropped again and the patient was sent for a cat scan which showed a "liter of blood in the abdomen". The patient was then transported to the operating room where "the surgeon did a cut-down and found less than 100cc of blood in the abdomen." The patient spent one additional day in the hospital and was then discharged home.